Manufacturer narrative:
H6 investigation findings c19 refers to the product history review: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. The device return to gore is currently being arranged. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, gore was notified of an incident involving gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). According to the report, on (B)(6) 2026 during a planned fenestrated endovascular aortic repair (fevar) procedure on a male patient, the vbx device was reportedly attempted to be implanted as an extension in the mesenteric fenestration. The vbx device was reportedly advanced to the target vessel through a 7 fr introducer sheath (oscor inc). The angle was reportedly steep. The vbx device was however allegedly advanced further without the sheath and detached off the catheter. The vbx device was retrieved without any problems and no patient harm reported.

Manufacturer narrative:
Device evaluation and investigation findings: the failure mode of stent dislodgment was confirmed as the stent and delivery system were returned for evaluation separate from one another, with no signs of stent expansion or balloon inflation. A bent apex and minor flaring were observed on two distinct ring rows during evaluation of the returned endoprosthesis. While the damage observed on the stent may be consistent with stent interactions during advancement through patient anatomy without a sheath, the root cause of the stent dislodgement could not be determined in a laboratory setting. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. The reported primary device failure mode concerning dislodgment of the endoprosthesis was confirmed during engineering evaluation of the returned vbx device. There was no evidence of balloon expansion observed consistent with premature dislocation of an undeployed endoprosthesis. The reported information indicates that steep angulation was encountered during advancement of the vbx device, and the vbx device was advanced further without a sheath prior to dislodgement of the endoprosthesis. The IFU advises use of an introducer sheath for device advancement to an intended treatment location to minimize the risk of dislodgement from the delivery catheter during tracking. However, it could not be independently determined whether tracking without a sheath, the steep angulation or a combination of circumstances or other potential causes contributed to the dislodgement event. Therefore, a root cause could not be assigned with the available information, including device evaluation. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to both complaints, and the IFU states the following: ¿it is advisable to use an introducer sheath that is long enough to cross the lesion or advance to the intended location. Use of an introducer sheath minimizes the risk of dislodging the endoprosthesis from the balloon during tracking.¿ based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause.